Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week post implant there was a perforation of the right ventricular (rv) lead. The lead was explanted and was not replaced. There is a plan to replace the lead at a later date. No further patient complications have been reported as a result of this event.